Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex0366 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter deficiency detected on (B)(6) 2021. "The device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2021). Following component was deficient: "catheter". The nature of the device deficiency was malfunction, as it was impossible to inject blood. A intervention was required and the device deficiency was resolved with administration of tissue plasminogen activator or other unblocking agent. Other action: resolved with administration of tissue plasminogen activator or other unblocking agent."